Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that this event was a spillover and not hemolysis. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a collection procedure on a rika device, the device alarmed twice that potential hemolysis was detected and the device was removed from service. Full collection ID: (B)(6) donor age, weight, gender and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that during a collection procedure on a rika device, the device alarmed twice that potential hemolysis was detected and the device was removed from service. Full collection ID: (B)(6). Donor age, weight, gender and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time.  Investigation is in process, a follow-up report will be provided.